Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath and arteriotomy locator. The sheath and locator were visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned mated together incorrectly with the locator inserted into the sheath in the wrong orientation. Minor damage was identified at the distal tip of the locator. The carrier tube was returned to an unused condition and in the rear lock position. No other damage or issues were noted during inspection. The complaint was confirmed for an incorrect sheath and locator assembly. The exact root cause cannot be determined. The likely cause was determined to have been incorrect sheath and locator assembly resulting in a device-related issue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that angio-seal device came out (lock defective). After percutaneous coronary intervention (pci) was completed, hemostasis was performed using the angio-seal device. The assembly was inserted into the artery, the backflow of blood was observed from the drip hole, and the locator was removed from the insertion sheath. The angio-seal device was then inserted into the sheath firmly. When the angio-seal device was withdrawn, it fully came out of the insertion sheath and the hemostasis failed. The device was visually inspected for suspected lock failure. Use of the device was aborted for safety, and manual compression was applied for 0.6 hours to achieve hemostasis. Furthermore, hemostasis was successfully achieved by manual compression only. There was no patient injury and/or required medical or surgical treatment. There was no direct allegation that the reported device caused or contributed to patient injury and/or medical intervention. The blood loss was less than 250cc. The procedure before deploying the device was pci. A post-deployment angiogram was performed. The size of the sheath ancillary was 6 fr. The puncture site was distal to the inguinal ligament of the right femoral artery. The vessel's diameter was 8mm.